Event description:
It was reported that a patient was admitted to the orthopedic neurology department due to "right hip joint pain for 3 hours after falling". During hospitalization, pneumonia and respiratory failure occurred, which were assessed to be in line with the indications of mechanical ventilation support for invasive ventilation tracheal intubation therapy. The patient was transferred to the intensive care unit for invasive ventilation support using the tracheal intubation. On (B)(6) 2026, a leak was detected in the endotracheal tube cuff. Bronchoscopic examination revealed the aspiration of oropharyngeal secretions and gastric contents into the airway, thereby exacerbating the patient's pulmonary infection. The endotracheal tube was subsequently replaced. Following the replacement, no further aspiration of oropharyngeal secretions or gastric contents into the airway was observed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.